Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 56 mg/dl in the morning and then a bg of 386 mg/dl. The cause of the low and high bg levels was not known. Juice was consumed to address the low bg and a correction bolus was to be delivered to address the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.